Event description:
It was reported by letter that the item has been received without the "compression" screw. No consequences for the patient have been reported. It was also reported that another item has been used to finish the surgery.

Manufacturer narrative:
Na